Event description:
Two staff using mechanical lift to transfer from bed to a wheelchair when the cradle became detached from the boom. Individual fell hitting head on the base and the cradle landed on the individual. Caused internal injuries that led to death. Two staff were using the lift to transfer individual from bed to wheelchair. Cradle became detached from the boom, thus causing individual to fall to the ground. Individual hit head on base and cradle fell on top of individual. At later inspection, it was found that one end nut was missing off of the bolt that held the cradle to boom. Individual death certificate indicated lacerated lung and liver and blunt force trauma/fall.